Event description:
Bardport implanted port was implanted on (B) (6) 2009. Product code - 0602830; lot/(B) (4). Implanted for chemo infusion for cancer. Used 4 times through (B) (6) 2009; treatment changed and no infusion required. Infusion started again in nov; first treatment of new chemo revealed a problem with port. Dye test revealed serious problem. Emergency surgery order in (B) (6) on same day as dye test. Port was broken in half and catheter was broken with section lodged on side of heart. I was informed by surgeon that without the surgery I may have died - it was stated as being very serious. I tried to stall the surgery until monday/tuesday -event occurred on friday-; surgeon said sure but you probably will not be here after today without the surgery. Dates of use: (B) (6) 2009.